Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported pan-uveitis following an intraocular lens (iol) implant procedure, the patient was hospitalized and given hormones and antibiotics for systemic therapy as well as eye drops and released from the hospital. However, the eyesight decreased two weeks later. The patient was hospitalized again to receive hormones and antibiotics for systemic therapy, however, it had no effect. The doctor smeared and cultured the vitreous and administered an intravitreous drug injection. The lens remains implanted.